Manufacturer narrative:
Batch record review: a review of the lot for a904 was performed. There were no nonconformances associated with this lot at the time of the event. This lot met all release requirements. (B)(4) complaint database review. A review of complaints received for lot a904 was performed. There were 2 additional complaints reported for bowl leaks to date for this lot at the time of the investigation. No trends detected. The assessment is based on info available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the info provided by the customer. (B)(4).

Event description:
The customer reported a bowl leak that occurred during a treatment procedure. Pt occlusion alarms preceded bowl leak. The customer reported that pt access was difficult, with the collect rate starting at 20 ml/minute, then dropping to the single digits, with pt occlusion alarms. The treatment was paused to flush the line. At the elutriation phase, customer noticed condensation under the centrifuge lid, then a leak alarm occurred. A slow blood leak was then seen at the tubing connection at the top of the centrifuge bowl. The treatment was aborted.